Event description:
The event is reported as: alleged issue: the aortic punch gets jammed while it's performing it's action inside the aorta. No reported patient injury.

Manufacturer narrative:
Manufacturer has not received the sample in time for this report. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No rejection report were originated for the lot in question that can be associated to the complaint reported.